Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Manufacturing date year 2016. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during the catalys treatment the system gave a force error message. Surgeon was able to clear the error and finish the procedure. During the cataract extraction the cataract nucleus fell into the back of the eye due to a posterior capsule tear. Surgeon aborted the surgery without vitrectomy or insertion of an intraocular lens and referred the patient to a retinal specialist.

Manufacturer narrative:
Additional info: manufacturing date - the manufacturing site reported that the complete manufacturing date for the device is 6/3/2016.